Event description:
It was reported that when the nurse went to either open or close the air filter above the drip chamber of a continu-flo solution set, the actual "plug" pulled out completely. The reported condition occurred during patient use; however, there was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot.